Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device/power cord or supply too hot to touch, device has strange odor, sinus infection skin irritation such as rashes on skin, particles in airway from device related to a bipap device's sound abatement foam. The patient did not report to receive medical intervention. Section b5 has been corrected and should be reported as: the manufacturer previously received information alleging device/power cord or supply too hot to touch, device has strange odor, sinus infection skin irritation such as rashes on skin, particles in airway from device related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated. There was no mention of visual findings to the external and internal part of the device was inspected, no errors were found in the unit's device logs. 0 blower hours and 0 therapy hours were logged, suggesting the device data was reset prior to pil receipt. 9164.5 machine hours were logged. Care orchestrator data was unavailable. The dust/dirt contamination found at the air inlet, on the motor casing/impellers, top panel, bottom panel, back of lcd panel, and blower box, was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath, suggests a source external to the device. Slight black contamination at the blower seal of the blower box appears consistent with the keratin contamination observed in ER 2243857. The device's downloaded logs were reviewed by the manufacturer. There was no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section a1, g1 was corrected and h6 were updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section h6 medicla device proble code was coded wrongly and investigation findings was missed to capture in follow up report (2518422-2021-02895-2), now its corrected and updated in this report.

Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.